Manufacturer narrative:
Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe had verification issue. There was no patient impact.